Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) perforated, the control body corroded, the lg cable connector corroded, the shield cover corroded, the deflector washing socket deformed, the insertion flexible tube (ift) leak, the distal body worn out, the light guide cable bump, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.